Event description:
The patient had been vomitting moderately and developed left lower lobe pneumonia. Recent developments include "redness at the port site with 30cc's of pus" obtained. The physician believes that this is a sign of erosion and had the patient undergo endoscopy which indicated a partial erosion.